Manufacturer narrative:
The customer's report was observed during review of the device logs. The log review indicated the device performed numerous manual self-tests, which delayed the monthly self-test. The device was put through extensive testing including bench handling, power cycling, on/off current testing, and functional stress testing using known good batteries without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. The returned batteries were depleted and were unable to power up the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.